Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue. Additional information was received that this s-ICD and electrode was explanted. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue. Additional information was received that this s-ICD and electrode was explanted. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of oversensing of noise signals while programmed in the primary vector. Additionally, further evaluation of the electrode was recommended and immediate analysis was requested from technical services (ts). The patient was hospitalized and further evaluation was planned. Subsequently, a few days later, the patient underwent a defibrillation threshold (dft) test while reprogrammed in secondary vector, which yielded normal shock impedance measurement. A chest x-ray was performed and no electrode failure findings were observed. The device was reprogrammed in the secondary vector. At this time the device system remains in service. No adverse patient effects were reported. Additional information was received that the patient had originally been hospitalized due to percutaneous coronary intervention as opposed to the inappropriate shock issue. Additional information was received that this s-ICD and electrode was explanted. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.